Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that following a scheduled infusion set change, the patient's blood glucose continued to rise despite repeated bolus doses, reaching 700 mg/dl. The patient experienced blurred vision, dry mouth, excessive thirst, and tested positive for ketones, requiring hospital evaluation and insulin administration as medical intervention. There was patient involvement.